Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had low blood glucose of in 40s mg/dl. The blood glucose was 350 mg/dl and sensor glucose was below 200 mg/dl. Also sensor glucose showed mid 100's mg/dl and blood glucose was in the 40's mg/dl. Customer treated low blood glucose with food intake and high blood glucose with bolus with insulin pump. Customer declined troubleshooting for high and low blood glucose. The insulin pump will not be returned for analysis.